Event description:
It was reported that a cystoflo bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the u.s. And does not have a 510(k) number. The sample was not available for further analysis. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.